Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes exhibited insufficient negative pressure. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes exhibited insufficient negative pressure. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd received a photo for investigation. After reviewing and analyzing the customer photo, it was observed that multiple samples experienced underfill and no fill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.